Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The further training of the hospital staff is being conducted to prevent future occurrences pf this reported fault.

Manufacturer narrative:
Ge healthcareâ¿¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, at the end of the case, difficulty in manually ventilating the patient was encountered. The patient desaturated to 28%. The clinician ended the case, restarted, and ventilation was continued. Patient recovered.

Manufacturer narrative:
This supplemental MDR is filed to make a correction to note the initial MDR which was filed as a malfunction, should have been reported as a serious injury.